Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 3/99, the pt underwent a primary right l5-s1 spinal root decompression. 15 days later, the pt presented with lower back pain and buttock pain which they stated was different from pre-op. The event was mild in intensity. Blood tests ruled out an infection. The pt was administered physical therapy and the symptoms resolved with treatment in 5/99. The investigator classified this event as possibly related to adcon-l. The investigator noted "illness being treated" as a possible explanation for the event.